Event description:
Subsequent information received indicated that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. Additionally, it was reported that the patient received inappropriate shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). No noise was able to be recreated in-clinic, however, presenting electrogram (egm) showed some noise on the shock channel. Subsequently, a low energy commanded shock was performed with normal results. Boston scientific technical services (ts) discussed the possible causes. Further, a local field representative reported that the physician has elected to reprogram the shocking vector. The system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements through the remote monitoring system. Additional information was received from a local field representative indicating that the clinic has made multiple attempts at getting the patient to come into the office for evaluation but were unsuccessful. No intervention was performed at this time. The device and lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
Additional information was received nearly two years following the reported clinical observations confirming that this patient had passed away due to a non-cardiac issue. This device was returned for testing. The product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that the system continued to exhibit high out-of-range shock lead impedance measurements. The patient was recently seen in the clinic where isometrics were likely performed to elicit noise. Boston scientific technical services (ts) reviewed the data and noted noise on the shock channel in stored episodes. Ts discussed the possible causes and provided further troubleshooting measures. A local field representative was contacted but was unable to provide further information at this time. The system remains in service. No further information was received.